Event description:
The external pacemaker 3085 was sent to the sjm office by mail together with a letter explaining the event. The external pacemaker had been used during an open heart surgery on a (B)(6) pt. During surgery, the device stopped working. Battery was fully charged. The parameters (ddd 160/min) were shown in the monitor, but the lights indicating pacing was not working and the pt wasn't paced according to the EKG. This malfunction was noticed by the heart surgeon and the intensive care doctor. The incident was a close call, but there were no adverse consequences for the pt. The pm will be returned.